Event description:
Related manufacturer report number: 3006705815-2022-15388. It was reported that the patient was unable to set the ipg to MRI mode due to high impedances. Surgical intervention was undertaken and the lead and ipg were explanted.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.